Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture. This ra lead was surgically explanted and was replaced with non-boston scientific product. No additional adverse patient effects were reported.